Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. This report is for unknown screw cortex (2.7 mm)/unknown lot number device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices - therapy dates: (B)(6) 2017. T8 stardrive screwdriver (quantity:1). The 1.2 mm torque limiting handle (quantity:1). Torque limiting handle (quantity:1). Plate (quantity:1). The 510k#: unknown. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.7 mm cortex screw broke during a left ankle fracture repair on (B)(6) 2017. When this occurred, the case was almost completed. The representative had already left the case. They washed out the incision area, and the surgeon went back to do a final tightening. The surgeon was using a t8 stardrive screwdriver with a torque limiter when the head of a 2.7 mm cortex screw broke off. The surgeon did not report anything unusual with the device prior to the malfunction occurring. The surgeon had to take the entire construct down and chisel away (dig out) at the bone to get the remaining portion of the screw out. A new, larger plate had to be used to accommodate for the broken screw/chiseled area. There was a reported surgical delay of 1.5 hours, additional medical intervention (chiseling at bone), and additional x-rays were required. No device fragments remained in the patient. The procedure was completed successfully with the patient in stable condition. This complaint involves 1 device. Concomitant devices reported: t8 stardrive screwdriver (quantity:1), 1.2 mm torque limiting handle (quantity:1), torque limiting handle (quantity:1), plate (quantity:1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: hospital contact email address provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.